Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical extraperitoneal w/ lymphadenectomy surgical procedure, the large hem-o-lok clip applier instrument would not bundle the tissue or vessels correctly. It illuminated green light on the universal surgical manipulator (usm) but did not move. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the issue on clip applier instrument occurred while the surgeon was attempting to clamp on vessel or tissue bundle. Customer did not mention if there were any issues with motion of instrument. The clip applier was being used for 3rd clip application when, the issue occurred. The customer used a back-up instrument to complete the procedure. The instrument was sent back for evaluation. There were no photographs or video recording available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found the instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement and clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional. The complaint regarding clip applier not clipping could not be confirmed by failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.